Event description:
Customer reported under infusion of carboplatin. Carboplatin was infusing with 595 ml to run over 45 minutes. After 45 minutes, there was a residual of 95 ml and an actual run time was reported as 1 hour. No pt harm. Product return is not expected.

Manufacturer narrative:
MFR's report date: 11/20/2008.